Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.